Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer miscalculated the amount of carbohydrates for the food consumed. The customer declined to perform troubleshooting with tandem technical support and stated the event was not due to the pump.